Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: date: (B) (6) 2009; inratio: 1.3; lab: -. Date: (B) (6) 2009; inratio: -; lab: 10.

Manufacturer narrative:
Data analysis was not performed on inr results provided by the customer. Per general description, 1.3 or 1.4 and 10 inr are obtained more than a week apart of each other. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to the changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Customer was milking the finger. Milking the finger can cause contamination as indicated on technical bulletin 107. There is no clinical significance in the discrepancy analysis for customer did not provide the inratio value and lab value to calculate the confident limit. There is no sufficient information to determine the root cause of end-user's discrepancy. Trending and tracking is subject to be performed for strip lot# 220392. No corrective action required at this time.